Event description:
It was reported to philips that the system displayed the message that there was low image disk space. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) inspected the system remotely and confirmed that the disk space was low. Rse checked the log files and suggested examining the hard disks connection. The philips field service engineer (fse) inspected the system onsite and deleted the images; the system still prompts disk space full. Fse replaced the image hard disk, formatted the image hard disk, and downloaded the image processing pc (ippc) software, which resolved the issue temporarily. The same issue reoccurred after a few days. Fse replaced the ippc to resolve the issue, and the system was returned to good working condition. The codes were updated based on the investigation outcome.